Event description:
A healthcare worker experienced acute respiratory reactions, headache, nausea, burning eyes with use of the product. They was seen at the emergency department. They were no longer exposed to the product. Reactions have resolved.